Event description:
A call was received through technical services reporting impedance 181 bipolar and increased pacing thresholds. The lead was replaced. No patient complications have been reported as a result of this event. The lead was capped.